Event description:
It has been reported to philips that the allura system geometry movements were unavailable. No harm has been reported. To date, no further information was received. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received. Philips has started an investigation for this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the system was not in clinical use at the time of the event. The user attempted to restart the system without success. A philips service engineer inspected the system onsite and confirmed the dc power supply in the r-cabinet was defective. The service engineer replaced the component in the r-cabinet, and the system was returned to use in good working order. At the time this complaint was received, it was unknown if the system was in clinical use when the event occurred and philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.